Manufacturer narrative:
The reported event that the screw head broke during the surgery could be confirmed. Device analysis on the returned part (screw head) showed an overload torsional breakage. The remaining part of the screw (shaft) remained implanted and not received for investigation. Based on the investigation, the root cause was attributed to be device unrelated user issues. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
Dr. Was inserting a 4.5x40mm stainless steel screw, the screw bent in the canal and the head broke off in patients right femur. Remainder of screw was left in patient.

Event description:
Dr was inserting a 4.5x40mm stainless steel screw, the screw bent in the canal and the head broke off in patients right femur. Remainder of screw was left in patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.